Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-200 triathlon primcem fxb bplt #2, cemented lot code edl6k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
One patient's familiar has directly contacted stryker asking for the composition of the products that she has implanted. The patient alleges that she is suffering an tissue reaction in the knee that has the implant. She has been reviewed by the doctor and some metal allergy tests were done. The patient alleged that reveals intolerance to nickel.

Manufacturer narrative:
A query regarding the material composition of implants due to a possible allergic reaction involving a triathlon femoral component was reported. The event was not confirmed. No devices were returned for evaluation. DHR review was satisfactory. There have been no previous reported events for this lot ID. A medical review was performed on the provided information which concluded: from the available information, we may conclude that the patient probably (thus not certainly) has an allergy to nickel but due to lack of clinical information it is not possible to make any conclusions about any relationship with the triathlon arthroplasty metal composition including nickel. As mentioned, nickel allergy is a patient-specific problem and not related to any device-related malfunction. As mentioned, nickel allergy is a patient-specific problem and not related to any device-related malfunction. The material composition of the implants is referred to in the product IFU for the treating surgeon to refer to. The product IFU also states that metal sensitivity reactions can occur. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be re opened.

Event description:
One patient's familiar has directly contacted stryker asking for the compositon of the products that she has implanted. The patient alleges that she is suffering an tissue reaction in the knee that has the implant. She has been reviewed by the doctor and some metal allergy tests were done. The patient alleged that reveals intolerance to nickel.